Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were provided for review. The account communicated that the low flow alarms were due to a malposition of the inflow cannula based on the review of the computed tomography angiogram (cta). A specific cause and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the malposition of the inflow cannula could not conclusively be established through this evaluation. The low flow alarms resolved after the patient underwent a repositioning of the inflow cannula. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. This document also outlines the steps to reorient the pump. In addition, this IFU explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 liters per minute (lpm). This IFU and the patient handbook explain all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
User facility report # (B)(4) received on 15may2020, states that, on (B)(6) 2020 the patient was presented with acute symptomatic low flow alarms 9 months into lvad therapy. Etiology initially thought to be thrombus; later confirmed to be malposition of inflow cannula per computerized tomography angiogram (cta). Patient underwent reposition of the inflow cannula via left thoracotomy pericardial window with subsequent resolution of low flow alarms. No further information was provided.